Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of procedure.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.